Manufacturer narrative:
The reported events were inappropriate shock, lead fracture and noise. As received, only the distal portion of the lead was returned in one piece. The reported events of lead fracture and noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with the exceptions of damage consistent with that occurring at the time of the procedure.

Event description:
The patient presented in clinic after receiving inappropriate therapy. Noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead insulation damage was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.